Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - the unit was received with the lock having rotational and lateral movement and a residue buildup was present. Unit had new components added to replace worn internal parts. General maintenance and cleaning is also required. Root cause - the reported complaint was confirmed. The lock has rotational and lateral movement and the unit required preventive maintenance and replacement of worn parts as a result of normal wear and tear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. Unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2009).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the index knob on the mayfield modified skull clamp (a1059) was not locking. The unit was not used during a case, the event was discovered after it was returned from repair. The knob moves too easily with light brush of fingers. There was no patient involvement or surgical delay.